Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down arrow buttons were sticking and insulin pump making grinding noise. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had unexplained no delivery alarm and also state that screen had dimmed and insulin pump had rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify missing segments/partial display anomaly, failed battery test alarm and time/clock anomaly due to buttons not responding.